Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: this is an analysis of one photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows part of one psee45a device packaging it seems to be closed, also it looks that the tyvek has what it seems to be a hole over the surface. Based on the photos/video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9d96x, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before the unk surgery, open the packing and noted the inner packing(sterile packing)was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.